Manufacturer narrative:
Received additional information on 3/26/14.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is completed.

Event description:
Allegedly the patient was revised due to prosthetic breakage of metal femoral neck (right).

Event description:
Allegedly the patient sustained injuries following the failure of a hip prosthesis manufactured by wright medical technology, inc.